Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received the alarm of unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown. Alarm again occurred shortly after inserting a new battery. Customer was advised to monitor the pump and that may continue to wear the pump until replacement arrives. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed unexpected restart error test and displacement test. No unexpected restart or unexpected restart/low battery/off no power alarm after battery change or reset time/date anomaly noted. Unit had severely scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.